Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that implantable neurostimulator (ins) was protruding, sticking out. The patient was unsure when it started. He thinks he started to notice it a couple weeks after surgery. The representative was redirected to the healthcare provider and stated that the patient was going to be referred back to the surgeon. No further complications were reported/anticipated. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient hasn't seen their physician yet. They stated that the patient symptoms included pain at their pocket site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that in order to resolve the stimulation at inopportune times they shut the device off and suffered. They reported that the cause of the battery pack healing crooked was incorrect placement. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that a patient had a spinal stimulator placed and the battery pack healed crooked. The unit hits the patient with voltage at inopportune times because of its current positioning and the patient has to turn it off a lot of the time. No further information was reported.